Event description:
Materials: 305194 batch#: 3320231. Report received from pv on 23oct2024: patient reported needle would break for reconstitution needles sometimes when she entered into vial and also cap for dosing needles are too tight sometimes and hard to pull off which she would then use force or plier tool to pull cap off and it would break as well. Pt did not have box to provide lot number. Product: gattex sample / photo availability: no sample or pictures provided. Ae: no ae reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305194 and lot number 3320231. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.